Event description:
Home care nurse to replace old bag with new bag of midication onto pt by pump infusion. After placing the tubing cartridge into pump, the nurse noticed that the tubing was too short to allow her to place the bag into lock box, which attaches to the pump. The lock box is important for narcotic medications to prevent any tampering. The tubing was too short which rendered the lock box useless.